Manufacturer narrative:
The investigation determined that a lower-than-expected vitros nt pro-bnp ii result was obtained from a non-vitros mas level 1 qc fluid using vitros immunodiagnostics products nt pro-bnp ii reagent lot 0280 in combination with a vitros xt7600 integrated system. The assignable cause is an instrument related issue associated with the final well wash system. In addition to the low nt pro-bnp ii level 1 qc fluid result detailed above, the customer also obtained a lower than expected level 2 qc fluid result at the same time. The vitros xt7600 integrated system was posting final well wash condition codes and result codes when the lower than expected results were obtained. The ortho tsc has requested a service gameplan for an ortho field engineer to address the instrument issues, including replacing the thermistor module and associated wiring. Field service will investigate and repair the instrument.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower-than-expected vitros nt pro-bnp ii result was obtained from a non-vitros mas level 1 qc fluid (lot cxl2602) using vitros immunodiagnostics products nt pro-bnp ii reagent lot 0280 in combination with a vitros xt7600 integrated system. Mas lot cxl2602 level 1 quality control results of 208.1 pg/ml vs. Expected result of 300.4 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected nt pro-bnp ii quality control result was from non-patient fluid and was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4) .